Event description:
The patient received inappropriate shocks from this lead and requested it be explanted. (B)(6) 2012 - we were informed that this lead had dislodged and the subclavian vein had collateralized so they had to extract and went with an epicardial lead.

Event description:
The patient received inappropriate shocks from this lead and requested it be explanted.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.